Event description:
A patient underwent a liver biopsy procedure using the mission instrument. During the procedure, it was reported that there was a mismatch in the coaxial component in the kit. The procedure was completed using another device. The current status of the patient remains unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.